Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a lack of symptom relief, adding that they did not think it was working since implant; it was 'just not working for [them]." Stimulation, or "the flutter," was not felt and the patient could only go to the bathroom at night. As a result, the patient had to catheterize 3-4 times a day. Since implant, the patient had some tenderness, not pain, around the implant when it was cold. On (B)(6) 2015, the consumer reported increasing stimulation a week ago but they did not notice any results in his retention. Increasing stimulation reportedly made the patient more anxious and nervous. During the call, the settings were lowered. No additional actions were reported. Cause and outcome remain unknown. The indications for use (IFU) included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4)

Event description:
Additional information from the consumer reported that due to therapy not working, he spoke to his kidney doctor who recommended turning therapy off. It was noted that the patient found increasing stim uncomfortable/ painful. The flutter made the patient anxious/ uncomfortable. He only remembered

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported the implant had never helped them and they would like to know what are the risks in removing the devices or leaving them in the body. The patient had spoken to other doctors and they stated the device could become corroded or get infected after a long time inside the body. The patient stated the implant was off, and asked what the liability of having a different healthcare provider (hcp) remove the device. The patient was to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device did not seem to be working and the patient did not feel real comfortable going back to the health care provider (hcp) because they had quit going to the hcp, that put the device in as the doctor told them that the patient had nothing to lose and that there was a 50/50 chance the therapy might work and that insurance would pay for all of it. Patient that they had since gone to two other urologists that told them that the implanting hcp was not a quack but was in a rush to implant lots of patients than the patients themselves. Patient stated that their hcp did not give them a chance to try out the therapy and had the patient do the trial overnight and the other hcps told him that most doctors would have the patient do a trial for 2-3 weeks before moving onto a permanent implant. Patient stated that they would try the therapy for a few weeks and then turn it off and then try it again and noted that the only thing the device did was provide stimulation in his groin area and they could feel that when they would kneel down or bend over. Patient stated that they would not have chosen to have the device implanted if they had read the booklet first because the booklet says that if a patient was implanted for possibility of bladder retention or emptying, that chances are the patient would have to catheterize anyways. Patient stated that they had also read in the booklet that lead migration was possible. Patient wanted to know if it was possible to feel stimulation when the device was off. Patient noted that they knew how to turn therapy off and the ins on/off icons were reviewed. Information about residual stimulation was reviewed. Patient stated that when they rubbed across the area of their implant with his fingers, they felt tingling in the toes even when the device is off and patient asked if this was possible. It was reviewed that once the device was off, it was no longer emitting electrical stimulation and directed the patient to the hcp since that was not listed in the possible side effects. Patient stated that they had no falls/trauma prior to realizing this. Patient mentioned that they were told that some people may not even notice that their device was there but they thought that those people must be absent minded because he could feel exactly where the device was and it was hard. Patient stated that they had seen a doctor last year, it was reviewed that there were physician listings available if patient desired them. Patient asked about device removal and it was reviewed that this was a surgical procedure, patient was redirected to the hcp. Patient wanted to know if it was safe to keep device in the body and if the battery would leak, it was reviewed that the decision to leave the implant in the body was a medical one and reviewed general information that components were expected to last a life time of patient , that the battery was sealed inside the neuro stimulator case and was not expected to leak short of extreme trauma. No further patient complications were reported /anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient didn't believe that his device was working because he was still having to catheterize himself event though he had the implant. The patient stated that he was implanted for bladder retention but he didn't know he still had to catheterize himself otherwise he never would have gotten the implant. The patient mentioned that he had been having to self-catheterize 3 times a day for the last 3 years. The patient also reported that he does turn it off a lot of times because it would send a pulse around the testicles and it was not that fun. The patient asked about implant longevity because he read something in his patient manual regarding the programmer being able to show that and for the top urologists in the country. There were no further symptoms or complications reported or anticipated.